Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted, due to stress urinary incontinence. It was reported the patient experienced undisclosed adverse events following the procedure. It was reported that the patient underwent revision surgery on (B)(6) 2018. No additional information was provided.